Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. (B)(4) are signal loss events from the same sensor session, but are unique separated events.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2026. On 02/13/2026 at around 02:00 am, the patient´s husband was trying to wake the patient up, but she was not responding and was unconscious. The cgm device was displaying signal loss, and when a fingerstick was taken the blood glucose reading was 48 mg/dl. The patient´s husband put a glucose tab under her tongue, and the patient regained consciousness after 10 minutes. The patient was experiencing a headache at that moment, and was treated with apple juice, and peanut butter crackers. The patient recovered after treatment, and no further treatment was needed. The patient did not seek any medical assistance. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.